Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a 3-inch-long frayed yellow piece of plastic protruding from the red button port. The issue occurred during colonoscopy diagnostic procedure that was completed with the same device. There were no reports of patient harm